Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and noted the shock impedances would intermittently rise and return to baseline. Ts confirmed shock impedance measured to be greater than 125 ohms which is considered to be out of range. No adverse patient effects were reported. This rv lead remains in service.